Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4) .

Manufacturer narrative:
(B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported aab00 18.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The aab00 18.0 diopter lens was explanted on (B)(6) 2019. It was reported there was no vitrectomy, no suture(s), and no patient injury. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 12/17/2019. Device evaluated by manufacturer. Device evaluation: sample was received inside a bag. The lens was observed under microscope (10x) and it was observed with residues in the optic. It was received cut in two pieces with the haptics attached. This condition is typically of a lens that has been removed or explanted. Complaint is about an explant lens; however, no details were provided. Therefore complaint could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review of the complaint file, it was noted that the e-mail of the reporter was known at the time of the initial report, but inadvertently not included. The following information has been updated accordingly: initial reporter e-mail: was updated from unknown ¿ information not provided to (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.